Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's right eye and there is an issue with the lens. The issue was not specified nor was any other information provided. No further information is available.

Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: date provided as on or about (B)(6) 2023. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR section h11 was inadvertently not populated with investigation results. Therefore, the information is captured in this supplemental filing. Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation, with limited information available, it could not be determined if there was a product malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: based on the new information received, the patient experiences impaired vision in the right eye which impacts her ability to read and see detail, headaches, depth perception problems, reduced peripheral vision, visual field deficits, balance issues and impaired hand-eye coordination. These vision difficulties have negatively affected the patient's ability to participate in her hobbies and social activities such as use a computer and perform her self-care tasks. The patient has suffered great pain and suffering. Section h6: health effect - clinical and impact codes and device codes have been updated: section h6: health effect - clinical code: 1880 headache. Section h6: health effect - clinical code: 2137 poor near vision. Section h6: health effect - clinical code: 2140 visual disturbance- dysphotopsia. Section h6: health effect - clinical code: 2329 emotional distress. Section h6: health effect - clinical code: 1994 pain. Section h6: health effect - impact code: 4644 medical interventions. Section h6: device code(s): 1189 calculation issue. Additional info: the file was reopened as additional information was received. It was reported the patient was implanted with an eyhance toric iol with an unknown serial number and an unknown model number. Prior to undergoing the right eye (od) surgery, the surgeon consulted with a johnson & johnson sales representative to assist with calculating the optimal lens power and orientation in which the iol should be implanted to achieve optimal results. However, following the right eye surgery, the patient developed complications with her vision. On or about (B)(6)2023, the patient was informed by the surgeon that the lens was in the wrong position. It was determined the orientation of the right lens was 90 degrees off-axis. The surgeon had recommended the patient purchase glasses with a new prescription, instead of undergoing another surgery as first course action due to the risks. However, the patient's optometrist disagreed and advised the patient the prescription glasses would negatively impact the patient's balance and create a fall risk. The optometrist ultimately agreed to a slight adjustment to the patient's glass prescription. The patient complains the surgeon failed to ensure the correct data was used in calculating the lens power and position/orientation of the lens and recommended the wrong lens for the right eye. To date, the patient has not undergone any corrective procedures and has been left to live with the complications and impaired vision. The patient alleges negligence and reports sustaining physical, psychological, and emotional suffering. The patient complains of impaired vision in the right eye which impacts her ability to read and see detail, headaches, depth perception problems, reduced peripheral vision, visual field deficits, balance issues and impaired hand-eye coordination. These vision difficulties have negatively affected the patient's ability to participate in her hobbies and social activities such as use a computer and perform her self-care tasks. The patient has suffered great pain and suffering and profound physical and emotional shock. These injuries have required medical treatment. It is unknown what medical treatment was given or performed. No other information was provided. Section a2: age: exact age was not provided at the time of the event. Only provided as 85 years old. Section d1: brand name: unknown/not provided. Only provided as eyhance toric iol. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.